Event description:
A device report from (B)(6) indicates: (B)(6) clinic in (B)(6) reported: pt six months post op 2 level fusion c4-6 lexo fracture presented for re-operation with continued symptoms. It was noted the cslp plate and four screws were functioning and intact, the chronos was not present in the site from original procedure and the cervios implant was found broken. Surgeon removed all hardware and revised pt: c4-6 corpectomy performed and re-instrumentation with chronos synmesh, cslp plate and four screws.

Manufacturer narrative:
Unable to provide the PMA/510k number as product is not produced in u.s. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.